Event description:
An endurant abdominal iliac stent graft was implanted in a patient for the endovascular treatment of a common iliac artery aneurysm approximately one month ago. There was no abdominal aortic aneurysm present and vessel morphology is unknown. An (B)(4) was implanted and on final angio a type IV endoleak was discovered. A second endurant stent graft an (B)(4) was used to reline the first stent graft and the endoleak resolved. A reliant balloon was used to balloon both stent grafts. No clinical sequelae were reported and the patient is fine. Films from the implant procedure show that the stent graft was implanted in the right iliac artery. There appears to be either a type IV or type iii transgraft endoleak, located on the outer curvature (patient left side) near the mid-length of the stent graft. After relining the endoleak appears to have resolved.

Manufacturer narrative:
(B)(4) - inherent risk of procedure (endoleak). Incorrect technique/procedure (stent graft used for treatment of an iliac aneurysm). Evaluation, conclusions: operational context contributed to event (stent graft used for treatment of an iliac aneurysm).